Manufacturer narrative:
The reported event of backup mode was confirmed. The cause for the backup mode could not be determined, because the device image from the event was not available for analysis. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup mode could not be reproduced. The cause of the reported event could not be determined.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation and failed to interrogate. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation. No intervention was performed. The patient was in stable condition.